Event description:
It was reported that during the implant procedure and prior to defibrillation testing the lead was inserted multiple times due to noise being observed. Follow-up conducted revealed that device header was causing the noise. The device was explanted and replaced 4 days later with the same device model number and there were no performance issues noted when the same lead was inserted into the new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2012; 4196 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.